Event description:
The complainant reported a 55-year-old male patient with aortic valvuloplasty was implanted with an impella cp for mechanical circulatory support. The complainant reported the patient developed a hematoma during support. Medical staff applied manual pressure and administered multiple units of packed red blood cells. The patient recovered and survived the event.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) limb¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The product was not returned for investigation. The root cause of the access site bleeding was unable to be determined as insufficient clinical details were provided and no product was returned for analysis.